Event description:
Patient tolerated the procedure well and was discharged home. The product will not be returning. No additional information was provided.

Manufacturer narrative:
Section d4 (model number): correction. Section a4, b5, d4, h4: additional information. Manufacturer's investigation conclusion: the reported pump stop events were confirmed through the analysis of the log file that were provided by the account. Although a specific cause for these events could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the captured events appeared consistent with a potential driveline issue. The submitted log file contained data from day 47, hour 12, minute 33 to day 48, hour 4, minute 45. The log file captured a pump stop events throughout day 47, while the patient was supported by the power module both the IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013 . It was reported the patient experienced pump stops/red heart alarm on grounded patient cable. This patient had an external driveline repair for short-to-shield this past summer. Driveline x-rays were taken and the images do no show any obvious areas of shield damage. Patient went to the operating room and had heartmate ii pump exchange via left thoracotomy.

Manufacturer narrative:
Corrected information (patient age). Patient's prior percutaneous lead replacement on (B)(6) 2018 was previously reported under medwatch MFR # 2916596-2018-02853. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.